Event description:
It was reported that during an abdominal rectosigmoidectomy procedure, the stapler showed partial stapling with dehiscence of the anterior wall of the anastomosis. Procedure was completed manually. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.